Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the device failed to start up successfully and tf 332001 (qaw flow sensor error) was displayed. Tf 332001 indicates a technical issue with the proximal flow sensor qaw. This qaw is measured by the pressure sensor assembly by means of 2 pressure sensors. Most likely it was due to a technical defect or due to an error of the qaw sensor, which was detected by the system during the initialization of the components installed in the device. The root cause was finally identified by the service technician as a defective pressure sensor assembly (msp160870). Correction: the correction consisted in an exchange of the hamilton-c6 pressure sensor assembly (msp160870). After replacement of the pressure sensor assembly the ventilator was checked successfully and released back to service.

Event description:
The unit shows an alarm "self-test failed" and occurs tf 332001. After replacing the pressure sensor assembly, the unit returns to normal condition.